Event description:
During flushing of the device, the surgeon noted that the hub of the cypher select had a crack. There were no anomalies noted when the device was taken out of the packaging.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.